Manufacturer narrative:
Additional info was received from the user facility on 1/8/97. This report was mailed in to FDA on: 2/6/97.

Event description:
User facility reports event was not lens related.